Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead was unable to be implanted at the myocardium heart. The physician elected to not used the rv lead and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was ¿the spiral tip cannot effectively fix the myocardium¿. As received, a complete lead was returned in one piece with the helix found retracted and clean. After applying torque directly to the connector pin, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Final electrical testing did not find any indication of conductor fractures or internal shorts. Analysis via visual and x-ray examinations did not find any anomalies.